Manufacturer narrative:
S-scort ii suction unit v00972 was returned to sscor for evaluation on (B)(4) 2018. Device v00972 was manufactured 01/21/2005 which makes the device 13 years old. Device was received in bad condition with a note that read " the unit will not power up. I noticed the left battery contact point is worn, and the outer covering is peeling back." The initial evaluation confirmed that the banana pin (the contact between the battery and device) was damaged and peeling back. This was the root cause of the issue. Due to the damaged contact banana pin the battery did not power the device during the emergency situation. Sscor had a conversation with the initial reporter, he indicated that this issue instituted a preventive maintenance program on their end to ensure the issue does not occur again. He stated that if they had inspected the device or performed maintenance they would have noticed the contact banana pin was damaged prior to the emergency. The s-scort ii has been sold by sscor for over 17 years and this is the first complaint received of it's kind. The device was repaired and tested; it met sscor specifications. Issue reported did not cause or contribute to the outcome of the patient. The device had reached and exceeded its life of 7 years and was abused.

Event description:
"Call was received about a (B)(6) male in cardiac arrest. Device stopped working/failed. A second unit was on site. Outcome of the patient was not affected due to the failure. No other information was made available by the user of the device."